Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion set was leaking at the headset and the self-adhesive of the infusion set was wet with insulin that was intended to be delivered to the patient. This occurred with "all sets" from the same lot number. The patient experienced elevated blood glucose levels. No adverse event reported. Return of the suspect device was requested for evaluation.